Manufacturer narrative:
Dentsply sirona became aware of a serious injury that occurred while using the ankylos implant system. This report is for the dental abutment device. The dental implant device report has been reported and will be updated. Trend is tracked and monitored.

Event description:
It was reported that the abutment fractured and the resulting fragment led to the explantation of the implant.